Event description:
It was reported that during a gastric bypass procedure, that the surgeon fired the stapler, but the knife did not cut between the staple lines. The surgeon requested a new instrument. There was no adverse pt consequence.

Manufacturer narrative:
Eval summary: the analysis results found that the 6tb45 device was received in good visual condition and with a cartridge loaded in the device. The cartridge was received fully fired. While performing the analysis, it was noted that the device had the knife missing and a wedge band was in its place, that is, three wedge bands were found in the device. The device was tested for functionality and it fired and formed all the staples as intended, however it did not cut, due to the wedge band assembled instead of knife. It should be noted that a 100% inspection takes placed during mfg to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. A batch record review was performed and no anomalies were found during the mfg process. We have documented the circumstances as they were reported to us. In addition, the appropriate engineering personnel have been notified of this incident. An investigation has been initiated to determine the cause of this issue.